Event description:
Consumer complaint of high blood results. Back to back test results during call were 105 mg/dl, 106 mg/dl. Results reviewed in memory showed 254 mg/dl (B)(6) at 7:54p, 110 mg/dl (B)(6) at 8:27p, 150 mg/dl (B)(6) at 11:22p, 115 mg/dl (B)(6) at 10:59p and 114 mg/dl (B)(6) at 9:27p. Caller believes her results are between 120 and 130 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).